Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure post implant. It was confirmed that the lead had dislodged. The lead was repositioned and remains in use. It was later confirmed that the atrial lead position check feature had failed again. No patient complications have been reported as a result of this event.